Event description:
The complainant reported that a (B)(6) male patient underwent the emergent implant of an impella cp on (B)(6) 2013. The physician reported that they had used the facility's regular sheath to dilate up to 9fr after using a micro-puncture technique to gain access; they then used abiomed dilators. The femoral artery was reported to be smooth without calcium or plaque, and there was no subcutaneous scar. The catheter was "advanced nicely without any difficulty." The impella was placed and the sheath was removed; the repositioning sheath was advanced easily without any resistance. The physician reported that initially the groin looked fine and that approx 30 minutes had passed while the clinicians instituted the cooling venous sheath. The pt was the transported to the ICU. After the patient was placed into the ICU bed, the physician received a call that the patient had developed a large hematoma and that there was pulsatile bleeding from the patient's groin. The cath lab clinicians responded to the physician's inquiry that there had been no inadvertent movement of the device during transport and that it had not been moved or touched. The clinicians tried to hold pressure initially, but when they saw that there was no decrease in the pulsatile bleeding, they removed entire impella cp and held pressure for about an hour until hemostasis had been achieved. Upon removal of the device several tears were noted on the repositioning sheath. An hour later the patient began bleeding again, and pressure was again held for another hour. The patient was administered 3 units of blood due to the hematoma and the blood loss around the sheath. The patient was in stable condition and was free of bleeding thence forth. Revascularization of the patient successfully completed. In a subsequent conversation between abiomed and the physician, she was asked what may have contributed to the event, she responded that the impella had been maneuvered several times in an attempt to obtain better flow after they had placed the repositioning sheath, but that was 30 minutes prior to the bleeding, and that "everything had looked great." The physician reported that the pt was fine despite the transfusion and that he had walked out of the hospital and was doing well.

Manufacturer narrative:
The device is currently undergoing eval. Upon conclusion of the eval a supplemental medwatch report will be submitted. (B)(4).